Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes) h10, h11. Corrected fields: d5.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had a display issue. It is unknown under which circumstances this event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was informed that the biomed pumped the iabp for 4 days with test balloon and trainer without failure. Additionally, there were no codes that indicated any failure in the diagnostics logs. The stm then performed full functional and safety tests that passed to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had a display issue. It is unknown under which circumstances this event occurred. However, there was no patient involvement, and no adverse event reported.